Event description:
It was reported that during an oral/max procedure the bur broke in half while in use. The base of the bur remained in the handpiece. Another handpiece was used to complete the procedure. There was no reported patient or user injury.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.